Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The customer stated that the buttons do not correctly. The customer stated they had to smash the buttons worked 15 minutes after being pressed. The customer went into a state of diabetic ketoacidosis and was hospitalized on (B)(6) 2015. The customer's blood glucose level was at 358 mg/dl at the time of the 911 call. The customer declined troubleshooting the issue. The customer was advised to send the product back for analysis.